Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 442 mg/dl, and 241 mg/dl; 235 mg/dl, 162 mg/dl, and 111 mg/dl sets of readings occurred on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.